Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal/heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), migraine ("migraines") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent total hysterectomy to effectuate removal of her essure device). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, migraine, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, procedural pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming complete occlusion fallopian tubes company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal/heavy bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone, ibuprofen, venlafaxine and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced vaginal discharge ("irregular vaginal discharge /vaginal discharge"). In (B)(6) 2011, the patient experienced migraine ("migraines /migraines / headaches"). On (B)(6) 2011, 5 months 25 days after insertion of essure, the patient experienced menorrhagia ("prolonged menstruation / menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). In 2015, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent total hysterectomy to effectuate removal of her essure device) and surgery (ablation on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, migraine, vaginal discharge, procedural pain, vaginal haemorrhage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming complete occlusion fallopian tubes patient used condoms from 2005 to 2010 for birth control, and reason for discontinuation was essure device implanted. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter was added. Patient details, concomitant drugs and unstructured relevant tests were added. Abnormal bleeding (vaginal), pain and abdominal pain were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.